Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the distal end is detached from the bending section. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the distal end is detached from the bending section. Based on the results of the investigation, the most probable cause of the discovered damage can be traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.